Event description:
It was reported that this right atrial (ra) lead was repair due to a insulation breach. X-ray was performed and confirmed crimped in pocket. The patient experienced syncope. The lead remains in service. No additional adverse patient effects were reported.